Manufacturer narrative:
The downloaded data did not show any timeouts or drive stalls. However, an abnormality was observed in the rotational sensor data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The abnormality present in the original data did not replicate in the rerun. The drive mechanism was inspected and discovered contamination on the commutator cap. Since the abnormality in the rotational sensor data did not replicate in the rerun, the contamination on the commutator cap did not affect the functionality of the device as the device operated normally. No other damages or abnormalities were observed with the device that could affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 342 mg/dl while wearing the pod between 36 and 48 hours on the back. As treatment, a new pod was placed.